Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was located against the shuttle handle. The sealant was flush with the balloon proximal bond. The advancer tube was engaged to the distal tamp lock and compressing against the sealant. Excessive sealant compression may have contributed to the device jam failure. During investigation, both the shuttle cartridge and introducer sheath moved freely on the catheter shaft. The review of the lhr (lot f1315003) indicated that the device lot met all established performance criteria prior to the shipment. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device "jammed up" when shuttling down the sealant. The balloon was deflated and the device was removed. Sealant was observed attached to the wire. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home 5 hours after the procedure with no clinical sequela noted.